Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent supracervical hysterectomy, abdominal sacral cervical colpopexy with pelvicol, abdominal cystocele repair, burch urethropexy, enterocele repair, abdominal rectocele repair and cystoscopy. Due to recurrent stress urinary incontinence, she underwent a pelvilace sling placement with excision of an eroded suture from the posterior vaginal fornix in (B)(6) 2004.